Event description:
A literature article received notes that during a pulsed-field ablation procedure when the ablation catheter was placed on the right superior pulmonary vein there was pulsed-field ablation (pfa) electrical noise found on atrial bipolar egms, the first and third bursts were detected by the device as atrial sensed events followed by pacemaker-tracked ventricular paced events suggesting true pfa-induced atrial capture. When the ablation catheter was placed on the left superior pulmonary vein there was pfa electrical noise on atrial bipolar egms; however, there was no pacing inhibition or atrial tissue capture observed.